Manufacturer narrative:
After further review, this event was reassessed and it was determined that the device was not cleared for marketing or commercial distribution in the united states and is not similar to a device cleared in the us. Therefore, it has been determined to be not MDR reportable. An initial emdr was previously submitted for the event, therefore, a supplemental emdr is being submitted to document the change in reportability. Manufacturing review: manufacturing records were reviewed and there was no found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that approximately five months post endovascular arteriovenous fistula creation of the radial vein to the radial artery, the patient had a patent fistula in the proximal forearm with severe stenosis of the perforator vein. Angioplasty was performed with a 3mm and 4mm balloon and the event was considered resolved the same day. The current patient status was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the everlinq endoavf system that is cleared in the us. The FDA de novo number and pro code for the everlinq endoavf system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial, that approximately five months post endovascular arteriovenous fistula creation of the radial vein to the radial artery, the patient had a patent fistula in the proximal forearm with severe stenosis of the perforator vein. Angioplasty was performed with a 3mm and 4mm balloon and the event was considered resolved the same day. The current patient status was not provided.